Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an umbilical hernia procedure on (B)(6) 2018 and the mesh was implanted. During insertion, one of the wings detached from the mesh device. There were no patient consequences reported. Another like device was used to complete the procedure. No additional information has been requested.

Manufacturer narrative:
(B)(4). An empty opened foil, two wings and a ring of used mesh of product code pvps, lot lm8dsdb0 were returned for analysis. During visual inspection of the used sample, body fluids on the wings and ring were observed. The other section of the pds base plate was not returned. The separation of the wings at the welding area of the load ring was occur during handling. According to the sample condition suggest an improper handling.